Event description:
It was reported to boston scientific corporation that an advanix-naviflex rx biliary stent was implanted in the common bile duct of a pediatric patient to treat an anastomotic stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. Forty-eight hours after the stent placement procedure, the patient returned to the hospital and reported experiencing pain. A computed tomography (CT) scan was performed, and it was noted that the patient had perforation. The stent was also noted to have migrated through the duodenal wall. The patient was admitted to the hospital beyond standard of care after undergoing a reintervention procedure to close the perforation. In the physician's assessment, the duodenal perforation is related to the stent. The patient is expected to fully recover.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was under the age of 18. Block b3: exact event date is unknown; event occurred 48 hours post stent placement procedure. Block g4: premarket/510(k): k101314, k203162; reported here as this exceeded character limit for the designated field. Block h6: imdrf patient code e2114 captures the reportable event of perforation. Imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f08 captures the reportable event of prolonged hospitalization.